Event description:
It was reported that the atrial lead dislodged. The lead was repositioned and remains in use. The patient is a participant in the scientific cooperation platform umbrella clinical study. No patient complications have been reported as a result of this event.